Event description:
It was reported that a spectrum pump falsely alarmed downstream occlusion. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Downstream occlusion alarms were confirmed and were determined to be caused by a downstream pressure plate that was out of tolerance. The downstream pressure plate was recalibrated to ensure expected performance.